Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited varying impedance measurements. In january 2002 guidant received additional information that the low energy shocking impedances were still fluctuating, yet high voltage impedances are within a normal range.